Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# la3975, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient lost coverage, turned stim up to 10.5 v and still couldn¿t feel any stim. Contact 2 and 3 impedances were >10,000. The cause was unknown. Replacement surgery is scheduled for (B)(6) 2019. The issue was not resolved at the time of the report. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was getting an ins replacement or possible full system replacement depending on impedances. The rep wanted to over programming and testing impedances. No further complications were reported.